Manufacturer narrative:
(B)(4). Date sent: 9/25/2023. D4: batch # unk. Additional information was requested and the following was obtained: there was no staple inside the cartridge, and could not be fired. When the sales rep received, the cartridge seems to be used. The nurse was newcomer, so there is a possibility that the nurse forgot to replace the cartridge. The procedure was laparoscopic gastrectomy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by that during a stomach procedure, there was no staple. The staple was not deployed although the device was fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. D4: batch # 857a46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload was received with a tyvek. The reload was received fully fired and with damage on reload deck. No functional test was performed due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 857a46, and no non-conformances were identified.